Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 479 mg/dl. Customer's other blood glucose value: 479 mg/dl. Customer was wearing the insulin pump within 48 hours of the reported event. The customer was treated with manual injection for high blood glucose value. The insulin pump passed the high pressure test. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.